Manufacturer narrative:
Integra has completed their internal investigation on 02/09/2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. General maintenance and cleaning required. Device history record reviewed for this product ID lot code 077 manufactured on september 30, 2007 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The service history shows that this device had new base casting. The new lot code of 144 is seen on this device. Date of services: (B)(6) 2014, (B)(6) 2012, (B)(6) 2011, (B)(6) 2009. No manufacturing or design related trend has been identified. In summary, the end users experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2007 and last serviced in 2014.

Event description:
A (B)(6) female patient was positioned in pins with 60 lbs. Of force for a craniotomy for tumor resection. The patient was prepped, draped, and brain lab was being used for navigation. During the surgical opening, the surgeons noticed that the patient's head moved. They checked the patient but there was no visible laceration or injury noted. It was confirmed via brain lab navigation that the head had indeed shifted. They removed all equipment and had to reposition with a new clamp, taking about an hour to do so. Additional information was received on 18dec2015 from the customer: the incident occurred on (B)(6) 2015. The patient was in "near lateral" position. The patient stayed in the same position after the head rest was changed. Mayfield disposable skull pins (a1072) were used.